Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the day of the event, the patient experienced vomiting. A fingerstick test was performed, showing a cgm reading of low and a blood glucose level of 404 mg/dl. The patient self-administered 5 units of insulin, but symptoms persisted, prompting an ambulance call. Paramedics arrived approximately 2 hours later (around 05:00 am). At that time, a fingerstick test showed the cgm reading remained low, and blood glucose was 374 mg/dl. The patient was transported to the hospital and reported experiencing diabetic ketoacidosis (dka). Treatment included intravenous fluids, and the patient was discharged after 3 days. There was no documentation of additional medical evaluation or intervention. At the time of this report, the patient is stable and feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.